Event description:
Pt reported that she was experiencing elevated blood glucose values (>600 mg/dl). She stated that she was feeling flu like symptoms. She was admitted to the hospital and treated with an insulin IV drip. Pt indicated that the infusion set did not have any occlusions and the infusion device was not in the stop mode. Pt indicates that her basal rates were correctly programmed. The pt switched to her back up infusion device. Pt stated that she is changing the infusion sets every 12 days instead of the manufacturers recommended 6 days. Pt reported that her blood glucose values returned to normal after switching to the back up infusion set. Product was requested to returned for evaluation.